Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium result on a patient when processed on the alinity c processing module. Results were not reported to medical provider. The following data was provided. 85 years old female, sid (B)(6); initial result 116 mmol/l, repeat result=140 mmol/l. The customer uses reference range 137 - 144 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely depressed sodium result on multiple patients when processed on the alinity c processing module. Results were not reported to medical provider. The following data was provided. 85 years old female, sid (B)(6); initial result 116 mmol/l, repeat result=140 mmol/l. The customer uses reference range 137 - 144 mmol/l. Additional information provided on 04mar2026: results provided on two different patients as below: on (B)(6) 2026 sid (B)(6) sodium initial=116 mmol/l /repeated=140 mmol/l, on (B)(6) 2026 sid (B)(6) sodium initial =102 mmol/l /repeated=139 mmol/l, there was no impact to patient management reported.

Manufacturer narrative:
Updated section h6: adverse event problem: health effect: impact code: to f26 no health consequences or impact (correct) from f27 problem identified during non-clinical procedure (incorrect). During the requested site visit, the field service representative (fsr) inspected the module, performed troubleshooting activities, including cleaning and replacement of parts, which resolved the issue. The instrument alinity c processing module, serial number (B)(6) service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Updated section b5: describe event or problem: additional information provided on 04mar2026: results provided on two different patients as below: on (B)(6) 2026 sid (B)(6) sodium initial=116 mmol/l /repeated=140 mmol/l. On (B)(6) 2026 sid (B)(6) sodium initial =102 mmol/l /repeated=139 mmol/l.

Event description:
The customer observed falsely depressed sodium result on a patient when processed on the alinity c processing module. Results were not reported to medical provider. The following data was provided. 85 years old female, sid (B)(6); initial result 116 mmol/l, repeat result=140 mmol/l. The customer uses reference range 137 - 144 mmol/l. Additional information provided on 04mar2026: results provided on two different patients as below: on (B)(6) 2026 sid (B)(6) sodium initial=116 mmol/l /repeated=140 mmol/l. On (B)(6) 2026 sid (B)(6) sodium initial =102 mmol/l /repeated=139 mmol/l. There was no impact to patient management reported.